Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 60md/dl to 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer informed have not had any recent changes to diet, or medication. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 160 mg/dl and 169 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference or/and user's misunderstanding of erratic results.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 60md/dl to 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer informed have not had any recent changes to diet, or medication. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 160 mg/dl and 169 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 12/16/2018 and open vial date is 01/24/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.